Event description:
Hernia stapler broke off while surgeon was applying stapler to graft. Stapler head was retrieved through trocar. Trocar edge appears to have chipped or eroded during removal of stapler head.